Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1822565-2017-00721 / 1822565-2017-00722).

Event description:
During a total knee arthroplasty the tibial articular surface provisional fractured. All pieces were retrieved and another device was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being submitted to relay product evaluation results. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasps found they have fractured, thus confirming the complaint. The post feature fractured off. The post was not returned. DHR was reviewed and no discrepancies were found. Review of complaint history identified a trend which was investigated. After investigation it was determined the event was likely due to bending/torsional loading on the device. The products have been modified to prevent fracture. Therefore, no further actions are necessary. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.